Manufacturer narrative:
(B)(4). Batch # m5561e. The analysis found that one ple60a device was returned in good visual condition and with no cartridge loaded on the device. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: why was the surgeon unsatisfied with the quality of stapling? A- because the staple line did not form completely. It opened in some parts. What was the appearance of the deployed staples (b-formation, irregular, legs straight, staples missing from the staple line, etc.)? A- in some places it looked b- formation, but in others they were irregular. It was reported that the stapler was replaced and the surgery was continued the without further damages. Did tissue damage occur? If yes, please explain. A- yes. The staple line opened in some places and the surgeon closed it with suture. Why was the staple line reinforced with suture? A- as mentioned before, because it has opened. What was the product code of the cartridge (gst60t, ecr60d, etc.)? A - ecr60g was there any patient consequence or change in the post-operative care of the patient as a result of the event? No. The surgeon said it was a thick tissue, but he did not expect that bad performance from the staple.

Event description:
It was reported that during an esophagectomy procedure, the surgeon was not satisfied with the quality of the stapling in the tissue (stomach) and replaced the stapler. After the replacement, he continued the surgery without further damages. The stapling places where he felt insecurity; he enhanced / reinforced the places with ethicon suture. There were no adverse consequences for the patient.